Event description:
Revision surgery - following the original surgery the patient was doing well up until he fell and dislocated his shoulder. The surgeon was able to relocate the shoulder, but the patient was still in pain and felt unstable. The surgeon then changed the neutral shell to a +4 shell, and replaced the polyethylene insert.

Manufacturer narrative:
The reason for the revision surgery was identified as dislocation after 1.5 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 81st complaint for this part number: one due to a fit issue, 44 due to dislocation, two due to pain, seven due to infection, seven due to trauma, 12 for stability/poor joint, four due to dissociation, and three were indeterminate. This is the first complaint for this lot number. The root cause for the dislocation was due to trauma as a result of the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.